Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect and clean the pump, but was initially unable to load the cartridge successfully. After escalated troubleshooting and guidance from technical support, the customer filled and loaded a new cartridge, resolving the issue.